Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction it was reported that patient states having a lot of problems with the stimulator. Patient states its not working, it hurts, the battery is moving around, urine is not staying in , and there is dribbling. Agent asked when this started, and the patient states a few months ago. Patient states they have a surgery slated, but it has gotten bad . Patient got an email about a recall and wanted to know if that was why they were having all these issues. Unknown nature of the letter or who is was from. The agent asked for the physician's name.. The patient declined, stating the doctor told them they just need togain weight .. Patient states they are going to work with a new doctor.